Event description:
It was reported the patient presented for follow-up in clinic. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). Programming changes were implemented. The patient was in stable condition.